Manufacturer narrative:
Date of event: unknown, not provided. Asku, but the best estimate date is after (B)(6) 2021. If explanted, give date: unknown, not provided. Asku. Email address: unknown, not provided. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient experiencing dysphotopsias that were not more extreme than normal. It was stated that product will not be returned as it was not kept after the explant. No other information was provided.